Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep), this fiber broke with no force, causing a minor burn to a member of the medical staff. The burn was treated by running it under cold water. The burn was on the dorsum of the left hand. The fiber was replaced, and another fiber was used to complete the procedure. There were no further complications to the medical staff and no complications to the patient.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep), this fiber broke with no force, causing a minor burn to a member of the medical staff. The fiber was replaced, and another fiber was used to complete the procedure. There were no further complications to the medical staff and no complications to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep), this fiber broke with no force, causing a minor burn to a member of the medical staff. The burn was treated by running it under cold water. The burn was on the dorsum of the left hand. The fiber was replaced, and another fiber was used to complete the procedure. There were no further complications to the medical staff and no complications to the patient.